Event description:
This is a verbatim report as received by (B)(4); initial report: this non-serious solicited report from an investigator sponsored trial (flash) was received from a nurse via our local affiliate (au-028716) on (B)(6) 2011. Upon medical review, the events of this case have been upgraded to serious based on the assessment utilizing the company's new device reporting tree (sa gr 342 10). This case involves a female pt, treated with poly-l-lactic acid (sculptra) two vials diluted with 3 ml every two weeks from (B)(6) 2006 for (B)(6) facial lipoatrophy. On an unk date in 2006, this pt developed both visible hard lump all over the areas of injection. It was unk if any treatment had been given. The pt proceeded to have normal saline injections on (B)(6) 2006. She later had two vials of poly-l-lactic acid injected into the cheeks on (B)(6) 2010. At the time of this report it is unk if the pt received treatment for the hard lumps and the pt has not recovered. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Other suspect drugs - none. Significant/relevant medical history includes (B)(6) facial lipoatrophy. Relevant concomitant medications: unk. Action taken: unk. Corrective treatment - unk. Outcome: not recovered / not resolved. Physician / reported causality: not indicated. Company causality: associated. Additional info was received from the investigation on (B)(6) 2011: it was confirmed that this pt was enrolled in the unsponsored study flash. F/u info was received by the local quality dept on (B)(6) 2013. (B)(4). No further info was available. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). This case was received by sanofi-aventis on (B)(4) 2013 and forwarded to (B)(4) as a serious case on (B)(4) 2013.

Manufacturer narrative:
Info received on (B)(4) 2011 is considered nonsignificant. "(B)(6) 2011".